Event description:
It was reported that the customer was hospitalized last (B)(6) 2015 for their low blood glucose. Customer's blood glucose was 28 mg/dl. Customer she woke up, ate breakfast, was not feeling good and woke up in the hospital. Customer was treated with shot of dextrose. Customer was wearing the insulin pump at the time of the event. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.